Event description:
It was reported that the patient¿s chest implant site was red and swollen and there was pain. It was noted that the patient doubted the symptoms were caused by ¿swing arms.¿ additional information received reported, the patient had gone to the hospital for rechecking a week prior to (B)(6) 2013. It was noted that the physician drew out the liquid from the wound site. It was noted that the patient was prescribed anti-inflammatory drugs. The chest implant site was still red and itched.

Manufacturer narrative:
(B)(4).